Event description:
The patient reported through the tmj study, he has experienced "clicking, squeaking and loss of facial muscle control."

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The part remains implanted in the patient. The user facility indicates there is no implication of any manufacturing defect of the implant. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.